Event description:
It was reported that the patient underwent lumbar laminectomy with instrumentation and infuse bone graft transplant from t11 to l1-2 for severe spinal stenosis. On 74 days post-op, an MRI showed osteomyelitis at t10-11. A biopsy conducted 77 days post-op showed pseudomonas aeruginosa with fibropurulent exudate and necrotic bone compatible with osteomyelitis. Infectious disease consult recommended treatment with long term levaquin. The patient underwent another laminectomy 119 days post-op with removal of infected posterior hardware secondary to pseudomonas infection. As of 28 days post revision surgery, the patient was being treated at a long term acute care hospital.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.